Event description:
A high readings issue was reported with the adc device. Customer received high sensor scan results compared to readings obtained on a competitor brand meter and experienced loss of consciousness. Customer was transported a local hospital, where the customer reported being treated with injection (dose/type unknown) for a diagnosis of hypoglycemia. The customer had contact with a healthcare provider and a healthcare meter result of 13.30 mg/dl was obtained, against a sensor reading of 32 mg/dl. The customer additionally reported health care professional (hcp) reading of 15 mg/dl, against a sensor reading of 32 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and observed debris that appear to be flakes of material on pcba (printed circuit board assembly) triangle. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The debris was observed on the sensor plug being removed during product return investigation as the debris may have dislodged from the sensor plug or sensor housing and landed in the pcba (printed circuit board assembly) triangle indicating it was not present prior to its removal. In addition, the passing of all tests during the investigation indicates that the debris that is present is not sufficient and did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received high sensor scan results compared to readings obtained on a competitor brand meter and experienced loss of consciousness. Customer was transported a local hospital, where the customer reported being treated with injection (dose/type unknown) for a diagnosis of hypoglycemia. The customer had contact with a healthcare provider and a healthcare meter result of 13.30 mg/dl was obtained, against a sensor reading of 32 mg/dl. The customer additionally reported health care professional (hcp) reading of 15 mg/dl, against a sensor reading of 32 mg/dl. There was no report of death or permanent impairment associated with this event.